Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation is damaged. The customer reported that the surgeon couldn't pull the cutting trigger, so the surgeon couldn't cut the tissue. The reported condition was confirmed. The investigation found the knife does not extend or retract when the trigger is activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. The investigation identified the root cause of the reported event to be user error. The IFU states: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. An additional failure was found during the investigation, the clear insulation is damaged. The sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the surgeon couldn't pull the cutting trigger, so the surgeon couldn't cut the tissue. Upon receipt for investigation it was noted that the clear insulation damaged and the device failed hi-pot testing.